Event description:
New information noted that the lead exhibited high pacing impedance on (B)(6) 2023. The right ventricular lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of insulation damage was confirmed while the high pacing impedance was not confirmed. As received, only the connector portion of the lead was returned for analysis. Visual examination found two external abrasions one on the is-1 connector exposing the outer coil and the other one breaching the optim sheath only consistent with friction to the device can. The cause of the reported event of insulation damage was isolated to the exposed outer coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal short. No other anomalies were noted with the exception of procedural damage.

Event description:
It was reported that the patient presented to the hospital for a device changeout procedure on(B)(6)2022 . While attempting to disconnect the right ventricular (rv) lead from the old device, it was noted that there was a spilt in the external insulation of the lead. The physician repaired the insulation damage and connected the rv lead to the new device in the same procedure. The patient was in stable condition.